Event description:
It was reported by the customer that a pyxis medstation es system's cubie e4 on the main drawer failed to release and was not detected on the bus, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie e4 on the main drawer 5.1 failed due to the faulty row board. A field service engineer replaced the row board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.